Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly, and we have not received any other complaints from this batch. Additionally, no issues were noted on inspection of the retention sample.

Event description:
Lenstec received an email stating "ink smudges like was found on surface of the lens and could not be washed away."